Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings of the bd insulin syringe with the bd ultra-fine¿ needle were missing. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned one loose 1cc, 12.7mm syringe with part of the shelf carton from lot # 7044691. Customer states that the scale marking on syringe was missing. The returned syringe was examined and exhibited most of the scale markings to be missing from the barrel. As per manufacturing, a review of the device history record was completed for batch# 7044691. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications noted for print issues [200686405, 200686370, 200686451 for missing print and 200686473 for in smears]. There were two notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for missing scale markings include: damage to the pad. Print drum not touching the pad for ink transfer. Pad heat set incorrectly. Print head timing out of adjustment. Pad indication set incorrectly. Plugged ink nozzle. Ink pump fault. Ink nozzle set incorrectly. Brass roller set incorrectly. Worn print head bearings.